Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, d9, h2, h3, h4, h6 & h11. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: operator suction channel cfu: 1 cfu, bacterial identification: staphylococcus hominis. Sampling date: (B)(6) 2025, sampling from: air/water channel cfu: 1 cfu, bacterial identification: staphylococcus hominis. Sampling date: (B)(6) 2025, sampling from: water jet channel cfu: 1 cfu, bacterial identification: staphylococcus hominis. Customer provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels cfu: <1 cfu, bacterial identification: enterobacteria. Sampling date: (B)(6) 2025, sampling from: all channels cfu: 3 cfu, bacterial identification: enterococci. Sampling date: (B)(6) 2025, sampling from: all channels cfu: 1 cfu, bacterial identification: pseudomonas spp. Sampling date: (B)(6) 2025, sampling from: all channels cfu: 3 cfu, bacterial identification: enterococcus faecium. Sampling date: (B)(6) 2025, sampling from: all channels cfu: <1 cfu, bacterial identification: stenotrophomonas maltophilia. Sampling date: (B)(6) 2025, sampling from: all channels cfu: <1 cfu, bacterial identification: acinetobacter. Sampling date: (B)(6) 2025, sampling from: all channels cfu: <1 cfu, bacterial identification: staphylococcus aureus. Sampling date: (B)(6) 2025, sampling from: all channels cfu: <1 cfu, bacterial identification: candida spp. Sampling date: (B)(6) 2025, sampling from: all channels cfu: <1 cfu, bacterial identification: champignons filamenteux. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the subject device tested positive for 3 colony forming units (cfus) of enterococcus faecium. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.